Manufacturer narrative:
(B)(4). Device evaluation:the reported condition of a colleague infusion pump with failure code 814:04 was confirmed during product evaluation of the device's pumphead module. However, the root cause could not be determined. There was no repair necessary to correct this condition.

Event description:
The facility reported a colleague infusion pump that experienced failure code 814:04. This event occurred upon switching on before use. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.